Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report # 3005099803-2012-01975, 3005099803-2012-01976, 3005099803-2012-01977, and 3005099803-2012-01978 address these devices. It was reported to boston scientific corporation that four resolution clips were used on (B)(6), 2012 during a colonoscopy with polypectomy. According to the complainant, during the procedure, the first resolution clip (mr # 3005099803-2012-01975) failed to release from the delivery catheter. The device was withdrawn from the patient and a second clipping device was used. However, after locking the clip onto the target tissue, the device had to be manipulated to release the clip. Once separated, the clip detached from the tissue and into the patient. The same issue occurred with the third and fourth resolution clips used; once the clips separated, after manipulation, both detached into the patient. The case was completed without issue using a snare. No patient complications resulted from this event.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.